Event description:
Post treatment with bovine collagen, pt developed redness in cheeks, swelling in hands, face and neck, splotchiness in face, neck and chest. Pt treated with oral steriods, antihistamines and antacids by ER physician.